Manufacturer narrative:
The item was received and underwent visual inspection. Examination of the production records of involved device did not reveal deviation from item specification.

Event description:
During operation, a drill bit broke at the connection area to the drill.